Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with no reported complaint. However, during device evaluation, the meniscus of the (r-unit) charge-coupled device section was found to be broken. There was no patient involvement.